Event description:
Mako angled saw attachment locking mechanism is broken. It will not hold the saw in place and as a result has about 2mm of toggle in the blade. This introduces 2mm of inaccuracy during cuts and was evident during the case. Initially the surgeon aligned the saw for the distal femoral cut and started the saw blade off the bone. Before cutting the bone, the surgeon made a comment that the saw seemed to have more vibration than usual so we re checked the saw checkpoint with the green probe and it passed. The surgeon performed both angled saw cuts and proceeded to the straight attachment cuts. We then trailed the femur and it wasn't sitting flush. I got the surgeon to check his cuts with the planar probe and both the distal and posterior chamfer were off by about 2mm. We then switched the saw attachment and recut both that were off. The surgeon noticed the difference in amount of bone that was cut and was satisfied when he re checked the cuts and trailed the femur again. Upon examining the old attachment with the saw attached, there was visible ¿play/toggle¿ when the saw was ¿locked in¿. Mako tka 2.0.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.